Manufacturer narrative:
The reported field event of bvvi was confirmed in the laboratory. Review of the device image indicated that backup mode was triggered by a voltage fluctuation, consistent with auto capture providing high output mode pacing. The device was tested on the bench and no anomalies were found. Longevity assessment was performed based on field settings and normal longevity was noted. The backup condition could not be reproduced and the cause could not be determined.

Event description:
It was reported that when the asymptomatic patient presented in the hospital prior to a scheduled change-out, the device was found to be in backup vvi. A device download was unable to be performed due to a low battery status. The device was explanted and replaced.